Manufacturer narrative:
The device was returned in a zip lock plastic bag inside an original zimmer shelf carton. Visually the device displayed no obvious defects and the battery terminal appeared to be unharmed. It was noted that the trigger was locked in the low speed mode. The device did not function in high or low speed mode when the trigger was manipulated. An initial result of the voltage measurement of the battery pack was 0.00 volts. Four of individual batteries displayed full charge of 1.50 volts. One battery had significant amount of corrosion on the battery and on the negative terminal and displayed a charge of 0.00 volts. The remaining three batteries displayed charges between 0.02 to 0.4 volts dc. The battery terminal was too corroded to perform any subsequent testing with new batteries. The customer's reported event was confirmed. The device did not operate upon receipt. One battery had become completely depleted and had corroded at the battery end and the applicable terminal contact point. This created an electrical discontinuity in the power supply stream causing the device not to function. The battery had fractured open and leaked causing corrosion. The true root cause of the single battery fracturing and corroding is unknown. A review of the manufacturing, packing and inspection processes denotes no systemic issues indicative to this type of failure. The review of the DHR noted no issues with the assembly of this production lot of parts. There were no internal zimmer non-conformances for the battery lot initiated at incoming inspection or from the manufacturing area.

Event description:
It was reported that during surgery, the zimmer pulsavac plus didn't function at the beginning. The battery pack was checked and one of it had a leak. The customer used and finished the surgery with an alternative one. There was no patient/user harm or surgical delay associated with the report.